Manufacturer narrative:
1. Summary of investigation results: the service maintenance actions performed by the fse resolved the issue. 2. Summary of follow up/corrective actions taken: the field service engineer (fse) found a bent sipper dispenser nozzle and replaced it, replaced the cells, sippers, and pinch valve tubes, and performed and instrument check successfully. 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation of questionable elecsys ft4 IV results for 1 patient sample on a cobas e 801 analytical unit. 2. Patient age range: asku 3. Patient weight range: asku 4. Patient sex breakdown: asku 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.